Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on unknown date. Customer's blood glucose level was 600 mg/dl. Patient stated that she gets the bolus not delivered massage and then on her discharge card says insulin pump mechanical error. The customer had vomiting and abdominal pain symptoms related to the high blood glucose. Customer was not using auto mode feature. The insulin pump will be returned for analysis.